Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Clogged. The following information was provided by the initial reporter: clogged needles.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Clogged. The following information was provided by the initial reporter: clogged needles.

Manufacturer narrative:
New information has been obtained that indicates MFR. # 1213809-2023-00053 was filed in error. This issue is a duplication of the complaint for item 305916 lots 2195356 and regn2129 arising from requests to return the product. The product issues have been captured in related records.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Clogged. The following information was provided by the initial reporter: clogged needles.